Event description:
The insulin was being titrated. The rate of insulin was supposed to be titrated from 5ml/hr to 6ml/hr and reportedly, the operator ended up with a rate of 56ml/hr. The patient's glucose level was checked every 15 minutes for one hour and the levels did not drop lower than 81. Dextrose, 1/2 ampule, was administered and the patient's blood sugar was reported to be >100. The patient recovered without any adverse outcome.